Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator had a ln vent alarm condition. It is unknown if the ventilator was connected to a patient when the reported problem occurred.